Event description:
(B)(6), clinical risk specialist for (B)(6) hosp reported an incident involving an aortic punch. (B)(6) reported that during bypass surgery on (B)(6) 2010, the surgeon attempted to use our rcb40 punch and it would not activate. Getting a replacement lengthened the amount of time the patient was on bypass. There was no harm to the pt. Input from user form: event desc: the end of the aortic punch did not make a hole in the aorta. No harm done to the pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
(B)(4). The report is that the aortic punch was not functional. The impact of the issue is the surgeon requested another aortic punch, which was available and the procedure continued. Specific details were not provided, but it is assumed that the aortic punch was not able to retract due to jamming, which was most likely caused by dropping the product onto the sterile tray. The company has taken proactive steps to increase the strength of the product while maintaining the small profile required for the application.